Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 14th of august 2015 for further investigation. During the investigation the fse found flow path restriction on the instrument. The fse released the pressure and washed the flow path of all 3 buffer lines with wash hemolysis solution. Fse ran quality control, calibration and precision check on the instrument and all were within range. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to restricted flow path. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported high pressure on their g8 instrument. The customer changed the filter three times and the pressure is still high. Customer noticed small unknown piece inside the filter housing which was removed during the replacement of the filter. The technical support group (tsg) had the customer reset all and the pressure is >15. The customer connected the filter tubing and the pressure is zero. Then the right side of column was removed and the pressure reading was >15. The tubing, tubing connector and filter screw were checked and no errors were noted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.